Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. No unexpected error alarms were noted during testing. However, an alarm was noted in the alarm history screen due to corrupted history files. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It is reported that customer experienced excessive no delivery alarm and signal too low alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).